Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg explant procedure. The explanted ipg was not returned as it was kept by the hospital. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.